Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient's family member called to inquire about the use of the external equipment because the patient seemed to have been doing well with the therapy for their symptoms since they were implanted on (B)(6) 2022 up until 2-3 days ago when the patient's symptoms returned. The caller reported that, prior to having the implant, the patient would wake up to go to the bathroom 10-19 times at night and that number had gone drastically down since the patient was implanted until their symptoms returned. The patient has gone back to not being able to sleep at night and went to the bathroom 16 times last night. The caller denied that the patient had experienced any falls or traumas that would have led to the symptom return. The caller stated they had been told by the "(B)(6)" not to worry about "fooling around" with the external equipment for at least a week but when the symptom return happened they went to look at the patient's settings but the handset had been dead and they were concerned that the issue began because of the handset being dead. They charged it back up and was able to connect to the patient's settings but they kept seeing "device not responding" after awhile. Patient services reviewed the function of the external devices, including that the communicator would turn off after some time to save on battery life. Programming and therapy expectations were reviewed with the caller and the caller stated the patient had a follow up appointment with the patient's managing health care provider (hcp) on tuesday but that they would call the hcp to inquire about potentially making a setting change. The caller also mentioned that the patient had been kept overnight after the procedure because the patient had been having "some problems" after the procedure but the patient went home the next day and had been doing fine until the symptom return. The caller also noted the patient started to have swelling in their ankles and feet 2 days ago but the same thing also happened for the patient prior to getting the device/therapy after the patient had a botox injection in their bladder. The caller was going to follow up with the patient's hcp and would call back if they had any other questions about working with the external equipment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.